Event description:
There have been several attempts made to gain further info regarding this case, all of which have been unsuccessful thus far. What is known is the pt was to have a cardiac lead removal consisting of 3 leads (cs, rv & ra) and that during the lasing and extraction process the md encountered many calcified and fibrotic areas that made it a very difficult case. The pt's arterial blood pressure made a noted decline, a perforation was discovered and unfortunately the pt was unable to recover from the repair and resuscitation attempts and expired. There was not a spnc representative present at the case and the discovery was made during a conversation with a hospital employee. There were no devices retained for return analysis and no lot/serial numbers provided to the MFR.